Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no pt harm or injury reported. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The MFR will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.